Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic bypass procedure, the reload partially fired and then stopped. There were no obstacles in the way. The incomplete staple line was fixed by re-stapling and then over sewn. The patient is fine. They corrected the situation by replacing the reload with a new one. No reinforcement material was used in conjunction with the stapling device.